Event description:
It was reported an ambulance was involved in an mva which resulted in a patient death. The ambulance was going approximately 60 mph at the time of impact and rolled coming to rest on its top. The cot was reported to have stayed locked in the fastener; however, the patient came loose from the restraints. It was stated the patient's large body size did make it difficult to restrain the patient to the cot. It was also stated the patient's condition prior to the mva was listed as critical. There have been no allegations of product malfunction or failure. The ems company has been contacted to confirm the report, seek additional information and obtain the serial number of the cot involved.

Manufacturer narrative:
After additional communication with an ems representative it was stated the initial report of the cot remaining in the fastener was incorrect. The cot was found disengaged from the fastener after the accident. The ems representative further stated the patient was properly restrained and the cot was secured prior to transport. Review of pictures and media articles confirm the severe nature of this motor vehicle accident. This investigation remains open.

Event description:
It was reported an ambulance was involved in an mva which resulted in a patient death. The ambulance was going approximately 60 mph at the time of impact and rolled coming to rest on its top. The cot was reported to have stayed locked in the fastener; however, the patient came loose from the restraints. It was stated the patient's large body size did make it difficult to restrain the patient to the cot. It was also stated the patient's condition prior to the mva was listed as critical. There have been no allegations of product malfunction or failure. The ems company has been contacted to confirm the report, seek additional information and obtain the serial number of the cot involved.

Manufacturer narrative:
A review of photographs indicate the cot and fastener were subjected to extreme outside forces. To date neither the cot or fastener have been made available for evaluation. The alleged disengagement of the cot from the fastener is attributed to the high velocity, severe impact and rollover of the ambulance.

Event description:
It was reported an ambulance was involved in an mva which resulted in a patient death. The ambulance was going approximately 60 mph at the time of impact and rolled coming to rest on its top. The cot was reported to have stayed locked in the fastener; however, the patient came loose from the restraints. It was stated the patient's large body size did make it difficult to restrain the patient to the cot. It was also stated the patient's condition prior to the mva was listed as critical. There have been no allegations of product malfunction or failure. The ems company has been contacted to confirm the report, seek additional information and obtain the serial number of the cot involved.